Event description:
Boston scientific received information that this right ventricular (rv) lead had an impedance measurement of 2340 ohms. The threshold measurement was 1.5v at 0.6ms. Loss of capture of the third beat was noted on transtelephonic monitoring. Additional information was recently received that confirmed surgical intervention was performed and this lead was surgically abandoned. A competitor's generator and rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.